Event description:
Ventilator screen turned black as if it was off but it was still running. Alarms were triple alarming. Nurses disconnected circuit and began bagging pt and called the rt respiratory therapist. Staff turned vent off and on but vent said "vent inoperable." Another vent was hooked up and inoperable vent was labeled and sequestered.